Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2016. To date the device has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the manufacturing non conformances was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the customer report were within specified limits at the time of release.

Event description:
The customer reported that the gauze in the basic custom pack are shedding and leaving remnants in the patient. Unsure which of the following basic custom pack this is from: sterile kp std basic pack sheet exp date: (B)(6) 2020, mft date: (B)(6) 2016, lot# 516602, 508390, 511933 , catalog ka13bbpkpd.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 6 june 2016. Date of follow-up report : 29 aug 2016. Evaluation summary: the device was returned for evaluation. The returned sample met specification. The investigation confirmed the product is linting. The product is not a lint-free product. The cotton complies with usp type vii standards. The investigation found the root cause of the reported condition to be a normal result of handling and use of the product.